Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2015.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy during a ventricular tachycardia (vt) / ventricular fibrillation (vf) episode due to pr logic discriminator. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.